Manufacturer narrative:
Concomitant medical products: product ID d274trk ICD, implanted: (B)(6) 2011. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The atrial lead impedance is holding steady within range, no atrial sensing integrity counter observed in the data.

Event description:
It was reported that the atrial lead had no capture. The sensing portion was still functioning so it was decided to leave the lead in use. No patient complications have been reported as a result of this event.